Event description:
Info provided to davol via medwatch form sent from facility risk manager: on (B) (6)2006 - patient underwent mesh implant for unk hernia repair procedure. On (B) (6)2010 - patient developed infection and the mesh was removed.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all, pt, event and device's info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Certificate of sterilization was reviewed and appeared complete and accurate. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.